Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to and high blood glucose on (B)(6) 2018 at 5:30pm with blood glucose was 1180 mg/dl. The customer was also admitted in hospital due to diabetic ketoacidosis on (B)(6) 2018. The current blood glucose is 104 mg/dl. The customer treated their high blood glucose with insulin pump and insulin drip. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. The customer reported that infusion set's cannula was bent and insulin pump received no delivery and motor error alarms since high blood glucose began. The insulin pump will not be returned for analysis.